Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters were dirty which did not allow the brake to fully engage. The technician cleaned the casters and stems to repair the bed.